Event description:
"Caller alleged discrepant results compared with the lab. Inratio - p=pt's meter. Inratio - n=nurse's meter. Tech support spoke with pt husband. According to him, reading on the meter is now close to the lab. Pt is not on heparin, lovenox. Pt is on 4-5 medications. No medication change. But her husband said, pt sometimes forgot to take one or two medications.

Manufacturer narrative:
Investigation: inratio precision data provided by end-user: date: (B)(6) 2009; 1st inr=3.6; 2nd inr=1.5. Inratio meter - mean: 2.56, sd: 1.48; %cv: 58.23. Since more than 58.23% cv is more than 20%, the precision test failed the criteria for precision. Date: (B)(6) 2009 1st inr=1.7; 2nd inr=2.9. Inratio meter - mean: 2.30, sd: 0.85; %cv: 36.89. Since more than 36.89% cv is more than 20%, the precision test failed the criteria for precision. Discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. Reference value falls outside the limits, so the criteria is not met and the value is discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy testing as part of the complaint investigation. Strip testing from a previous complaint on strip lot 216965 (B)(4) revealed no discrepant result on referenced and in-house meters. No further action is required. Investigation results (from previous complaint of same lot): donor 1: return (inr): 3.1; in-house (inr): 3.1; mean: 3.1; sd: 0; %cv: 0.00; resolution: pass. Donor 2: return (inr): 2.2; in-house (inr): 2.3; mean: 2.25; sd: 0.070711; %cv: 3.14; resolution: pass. For each pair of replicates for each sample on strip lot 216965, mean and standard deviations were calculated. In-house test results have 0% and 3.14%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant results were established. No further action is required. Product deficiency not established; no corrective action required at this time. As of 10/30/2009, 19 discrepant results complaints were reported for lot # 216965 yielding a complaint rate of 0.010%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.